Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2010. According to the complainant, during the hta procedure, it was reported that the patient fainted. The case was aborted due to this event. Additional follow up information from the clinician reported that the patient was administered 400 mg ibuprofen, 10 mg valium, 10 mg vicodin, and a 60 mg injection of toradol one hour prior to the hta procedure. At approximately seven minutes into the ablation phase of the procedure, the patient fainted and then woke up. After the patient woke up, the patient had a low blood pressure and low pulse. At this time, two doses of narcane were administered to the patient to reverse the effects of the narcotics taken before the hta procedure. The patient was also given oxygen and an echocardiogram. The patient was admitted to the hospital (B)(6) 2010 and released (B)(6) 2010. While hospitalized, the patient was administered intravenous fluids and atropine. It was reported that the patient's medical condition was a vasovagal episode and the patient was bradycardic. It is unknown whether or not the patient had any prior history of a cardiac condition or any pre-existing medical conditions. There were no further complications reported with this event.

Manufacturer narrative:
The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(4), 2010. According to the complainant, during the hta procedure, it was reported that the patient fainted. The case was aborted due to this event. Additional follow up information from the clinician reported that the patient was administered 400 mg ibuprofen, 10 mg valium, 10 mg vicodin, and a 60 mg injection of toradol one hour prior to the hta procedure. At approximately seven minutes into the ablation phase of the procedure, the patient fainted and then woke up. After the patient woke up, the patient had a low blood pressure and low pulse. At this time, two doses of narcane were administered to the patient to reverse the effects of the narcotics taken before the hta procedure. The patient was also given oxygen and an echocardiogram. The patient was admitted to the hospital (B)(6), 2010 and released (B)(6), 2010. While hospitalized, the patient was administered intravenous fluids and atropine. It was reported that the patient's medical condition was a vasovagal episode and the patient was bradycardic. It is unknown whether or not the patient had any prior history of a cardiac condition or any pre-existing medical conditions. There were no further complications reported with this event.

Manufacturer narrative:
Additional follow up information reported that the current condition of the patient is fully recovered and the patient has no medical problems. In addition, the patient did not have any pre-existing medical conditions and did not have any prior history of a cardiac condition.